Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial#: unknown, product type: programmer physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown baclofen, hydromorphone, prialt, and bupivacaine all with unknown doses and concentrations via an implantable pump for chronic low back pain and non-malignant pain. It was reported on (B)(6) 2019, the patient experienced symptoms of overmedication following a programming error. The patient returned to the clinic two hours later. On (B)(6) 2019, the clinical assistant interrogated the pump and reviewed the programmer report identifying a programming error. On that same day ((B)(6) 2019), the therapy was suspended and the rate was reduced/programmed to minimum rate and was gradually increased to the dose to the intended dose/rate while being monitored in the clinic. The outcome of the event resolved without sequelae on 2019-may-22. The clinical diagnosis was intrathecal (it) medication side effects. The patient's weight was 301 pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. It was noted to be related to programming/refill. The event date was (B)(6) 2019. Additional information received indicated that a decimal point error occurred during the programming. It was noted that no exact symptoms were specified. No further complications were reported/anticipated.